Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain, which warranted hospitalization and antibiotic therapy. Per the pdrn, the cause of the peritonitis was touch contamination, due to improper hand hygiene. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most staphylococcus epidermidis infections are due to touch contamination. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) for patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2017, reported the patient was diagnosed with peritonitis and was ¿removed from pd treatment.¿ upon follow-up with the pdrn revealed the patient was hospitalized on (B)(6) 2020 through (B)(6) 2020 for peritonitis. The patient presented to the emergency room with abdominal pain, and a peritoneal effluent cell count detected an elevated white blood cell (wbc) count of >12,000 u/l. The patient was treated with intravenous (IV) vancomycin 1 gram daily. A peritoneal effluent fluid culture was obtained on admission and was positive for coagulase negative staphylococcus epidermidis. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). The cause of the peritonitis was attributed to touch contamination, and improper hand hygiene. The patient is recovering from the events, however follow-up cultures from (B)(6) 2020 were still positive for staphylococcus epidermidis, and the nephrologist ordered the patient¿s pd catheter (not a fresenius product) be removed. It is unknown at this time if the transition will be a permanent modality change.